Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge pigtail had broken off from the cartridge. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.